Event description:
On january 27, a customer emailed (B)(6) that the product was false negative. The user reported two consecutive false negatives for covid-19 with a home test kit, a pcr test taken one day later came back positive, and said he/she had contact with three other people who tested positive. Importer comments: we are trying to follow-up through the cs center (contactworks) and any further information is received, we will report it.